Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the rear therapy electrode cable. The pulse wire solder joint in the rear 2-wire therapy electrode was broken. The root cause for the broken solder joint could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing frequent check therapy electrode messages.